Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2026. On 5/17/2026 the cgm device then displayed a ¿brief sensor issue wait for 3 hours¿ message, which lasted approximately 1.5 hours. When cgm readings resumed, the cgm reading was 84 mg/dl with a downward trend arrow. In response, the patient consumed orange juice. Approximately 20 minutes later, the cgm again displayed a ¿brief sensor issue wait for 3 hours¿ message. The cgm reading was initially 204 mg/dl. Upon restoration of readings an unknown time after, the cgm reading was 55 mg/dl. At that time, the patient reported no symptoms of hypoglycemia. The patient took candy and began walking to the emergency room, as she was already within the hospital (working). While walking, a nurse provided her with additional orange juice. Subsequently, the patient developed symptoms including slurred speech. In the ed, she was treated with intravenous d50 dextrose, resulting in clinical improvement. Upon discharge after spending less than 24 hours at the hospital, the patient reported feeling somewhat better. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.